Event description:
Device issue: difficult to remove. Time of device issue: during stenting procedure. Adverse event: life threatening ischemia. It was reported that a 3.5 x 15 mm multi-link 8 was deployed successfully proximally to the 3.5 x 12 mm multi-link 8 stent deployed distally. The balloon inflation pressure was 16 atm. After the stent was deployed, there was difficulty removing the stent delivery system (sds) due to resistance. The sds had to be "strongly" pulled while advancing the guiding catheter to catch the balloon. During this, the pt's condition was decreasing and became very critical due to ischemia and the physician was afraid of losing the pt. During this step, the physician visualized a "kind of ball formed" by the balloon at the distal part of the balloon which blocked the removal. This "ball" was visible on the sds retrieved. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: analysis of the returned product noted blood in the guide wire lumen and crystallized contrast in the inflation lumen. The stent implant was not returned. The balloon was noted to be loosely folded. This is consistent with the reported info that the sds was inserted into the pt anatomy, the balloon inflated and the stent deployed. The overall length of the sds was measured and met mfg criteria. A cine of the procedure was received and reviewed by a clinical specialist. The reviewer noted that the images of the left coronary artery (lca) and right coronary artery (rca) were very dark. The cine showed images of a tight lesion in the mid lad that is direct stented with good results. A second stent is positioned over an ostial/proximal lad lesion and deployed. This is consistent with the reported information. The reviewer determined that there were no images of the sds in the vessel post deployment, thus, the retrieval issues could not be confirmed. Possible causes for difficulty in removing a sds post deployment may include: interaction of the balloon with the stent implant if the stent is not fully expanded and apposed to the vessel wall, the balloon not being fully deflated prior to attempting to remove the balloon from the implanted stent, poor balloon refold or the balloon getting caught within the stent struts post deployment. To help ensure this difficulty is not related to a product quality deficiency, the balloon is checked for proper fold configuration and damage. Additionally, during lot release testing, a sampling of units is destructively tested to verify proper stent deployment and balloon deflation. During analysis of the returned product, a new indeflator was filled with diluted contrast and used to pressurize the balloon to rated burst pressure (rbp, 18atm) and deflated. The deflation times were measured and met mfg criteria. It was noted that the balloon folded flat, which is consistent with multiple inflation/deflation attempts. It is possible that during deflation post deployment, the balloon folded flat such that the balloon interacted with the stent implant contributing to the reported difficulty to remove. In this case, it is likely that the reported difficulty to remove contributed to the reported ischemia. It should be noted that the multi link 8 instructions for use (IFU) lists ischemia as a known adverse event associated with coronary stenting procedures. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) for this lot. Additionally, a query of the complaint handling database was performed and ther have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, although a conclusive cause for the reported difficulty to remove and balloon entrapment/bunching could not be determined, the reported ischemia appears to be related to the operational context of the procedure. Mfg will be notified of this incident for further investigation. Product performance engineering will monitor the incident circumstances.